Manufacturer narrative:
Date of event: exact date unknown, event occurred last month from date manufacturer was made aware.

Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and explanted ipg was not returned.